Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 199 mg/dl, 101 mg/dl, and 92 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer has discarded the test strips; replacement was sent.